Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a suspected pocket infection and the patient was referred to a different facility to determine a treatment plan. At this time the implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) leads remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the system was explanted due to infection.